Event description:
From staff: during aaa (abdominal aortic aneurysm) repair of patient, md went to deploy stent into patient. When they md was prepared to release the stent, the button was pushed, and the stent did not deploy. The device was then removed from the patient, device fully intact. No harm noted to the patient during the procedure, or removal of the device.